Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4)..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a stuck button alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 254 mg/dl. Troubleshooting for the stuck button alarm was provided. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.